Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing and inappropriate automatic mode switch. No intervention was performed. The patient's condition was unknown.